Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed by an edwards imager. The 26mm valve is slightly under expanded in the mid frame at 24.1mm when adding 0.5mm for the outer diameter. It was observed there were thickened leaflets. The complaint for thickening was confirmed based on the provided imagery. However, the complaint for increased gradients was unable to be confirmed due to the unavailability of related imagery or medical records. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Due to limited information, a definitive root cause of the leaflet thickening was unable to be determined at this time. Elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. Leaflet thickening could reduce the eoa (effective orifice area), and also obstruct the blood flow through valve, leading to increased gradients. As such, available information suggests that (thickened leaflets) may have contributed to the increased gradient. Although the exact cause and source of the increased gradient cannot be determined, it is possible patient factors not provided may have caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the field clinical specialist that approximately 1 year, 5 months, and 11 days post transfemoral tavr with a 26mm sapien 3 ultra resilia (s3ur) valve, the patient presented with heart failure and is being evaluated for suspected halt (hypo attenuated leaflet thickening) or stenosis. From an oncologic standpoint prognosis is poor and medication is recommended. The patient is in heart failure. An imaging review performed by an edwards physician proctor found that the s3ur leaflets are thickened, consistent with progressive halt or pannus formation. While the leaflets are thickened, the eoa (effective orifice area) still appears reasonable on CT. Per the most recent status update, it was decided to manage the patient conservatively, the patient is going to be started on heparin/warfarin, as per the physician, the patient has a poor prognosis from an oncologic standpoint.

Event description:
It was reported by the field clinical specialist that approximately 1 year, 5 months, and 11 days post transfemoral tavr with a 26mm sapien 3 ultra resilia (s3ur) valve, the patient presented with heart failure and is being evaluated for suspected halt (hypo attenuated leaflet thickening) or stenosis. The clinical details pv 4.2; mg 37; ava 1.1; patient has been on xarelto for months not working, in and out of hospital in heart failure. An imaging review performed by an edwards physician proctor found that the s3ur leaflets are thickened, consistent with progressive halt or pannus formation. While the leaflets are thickened, the eoa (effective orifice area) still appears reasonable on CT. Per the most recent status update, it was decided to manage the patient conservatively, the patient is going to be started on heparin/warfarin, as per the physician, the patient has a poor prognosis from an oncologic standpoint.

Manufacturer narrative:
A supplemental MDR is being submitted due to a correction. Sections b5, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated.